Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleged of noticing particles in the device unit humidifier tank and experienced phelgm in his throat and nasal cavity. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of presence of a beige dust/dirt contamination in flow sensor area . An internal visual inspection of the device was completed by the manufacturer. The manufacturer found presence of dark grey contaminat in blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device was booted successfully and provided airflow using known good dc power supply and ac cord. The device's event logs were downloaded and reviewed. There were no errors found. The manufacturer concludes there was evidence of contamination in the blower box, contamination on the bottom enclosure as well as on the flow sensor seal. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section(s) d9, g3 and h6 has been updated in this report. Section h6(clinical code) has been corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.